Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus/ painful perforations"), fallopian tube perforation ("fallopian tubes perforation"), pelvic pain ("pelvic pain") and perforation ("inserts perforate various organs") in a female patient who had essure inserted (lot no. 975391) for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: drug ineffective ("drug ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding /bleeding and other complications"), uterine perforation (seriousness criterion medically important), fallopian tube perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), perforation (seriousness criterion medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal"), back pain ("back pain"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), pain ("chronic pain"), hypersensitivity ("allergic reaction"), depression ("depression") and autoimmune disorder ("auto-immune reactions"). The patient was treated with surgery (removal of essure). At the time of the report, the device dislocation, genital haemorrhage, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, back pain, headache, fatigue, alopecia, mood altered and hypersensitivity had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pain, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss and uterine perforation to be related to essure administration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus / painful perforations"), fallopian tube perforation ("fallopian tubes perforation"), pelvic pain ("pelvic pain") and perforation ("inserts perforate various organs") in a female patient who had essure inserted (lot no. 975391) for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: drug ineffective ("drug ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding /bleeding and other complications"), uterine perforation (seriousness criterion medically important), fallopian tube perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), perforation (seriousness criterion medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal"), back pain ("back pain"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), pain ("chronic pain"), hypersensitivity ("allergic reaction"), depression ("depression") and autoimmune disorder ("auto-immune reactions"). The patient was treated with surgery (removal of essure). At the time of the report, the device dislocation, genital haemorrhage, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, back pain, headache, fatigue, alopecia, mood altered and hypersensitivity had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pain, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss and uterine perforation to be related to essure administration. Lot number: 975391. Manufacture date: 2012-04. Expiration date: 2015-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-oct-2022: quality safety evaluation of ptc fu 1 & 2 processed together. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus / painful perforations"), embedded device ("the coil within the left tube appears to be embedded within the endometrium"), pelvic pain ("pelvic pain") and perforation ("inserts perforate various organs") in a 45 year-old female patient who had essure inserted (lot no. 975391) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: drug ineffective ("drug ineffective"). The patient had a medical history of uterine dilation and curettage, yeast infection, dysuria, pain bladder, overweight, myofascial pain syndrome, cystitis interstitial, muscle pain, fibromyalgia, chronic fatigue syndrome, type 1 diabetes mellitus, spontaneous abortion, therapeutic abortion and gravida ii. Previously administered products included: tylenol. Concomitant products included acetaminophen (paracetamol) for pelvic pain since 27-may-2013, percocet [oxycodone hydrochloride;paracetamol] for pelvic pain, lorazepam, amitriptyline for insomnia and naproxen. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion medically important), embedded device (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), perforation (seriousness criterion medically important), genital haemorrhage ("excessive bleeding /bleeding and other complications"), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal"), back pain ("back pain"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), pain ("chronic pain"), hypersensitivity ("allergic reaction"), depression ("depression") and autoimmune disorder ("auto-immune reactions"). The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy. Removal of essure coils. Cystoscopy.). At the time of the report, the embedded device had resolved and the device dislocation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, back pain, headache, fatigue, alopecia, mood altered and hypersensitivity had not resolved. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2020 and the estimated date of delivery was on (B)(6) 2021. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pain, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.814 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: bilateral essure wires are present in the pelvis. Contrast fills: the proximal 1 cm of the intramural and proximal isthmic portion of the right tube, at which point the proximal end of the right wire is located and there was no filling of the remainder of the right tube, the proximal tip of the left wire is located in the area of the intramural portion of the left tube and there was no filling of the left tube during the examination, no other abnormality of the uterine cavity arid tubes was seen. Opinion: successful bilateral essure technique. [Pathology test] on (B)(6) 2022: specimen description: uterus, cervix, bilateral fallopian tubes. Clinical information: history of essure coils. Diagnosis: uterus with cervix, bilateral fallopian tubes: uterine cervix with squamous metaplasia and small nabothian cysts; secretory phase endometrium; leiomyoma uteri; fallopian tubes with coils, not sectioned, gross specimen sent. Gross description: left fallopian tube (6.5 cm in length by 0.5 cm diameter), right fallopian tube 8.0 cm length by 0.6 cm diameter) the essure coils are identified within both fallopian tubes. The coil within the left tube appears to be embedded within the endometrium. The right and left fallopian tube including coils and involved myometrium and endometrium are removed and sent. [Sleep study] on (B)(6) 2016: the patient was suspected to have obstructive sleep apnea. She was on insulin pump. She was also on tecta and ranitidine. [Ultrasound abdomen] on (B)(6) 2018: clinical history: 40-year-old with history of epigastric abdominal pain findings: there is no free fluid. Impression: no sonographic abnormality. On (B)(6) 2021: indication: essure placed in 2013 causing discomfort. Query endometrial migration/myometrial migration. Impression: pelvic structures are sub optimally assessed on CT. Essure coils in place, with the left coils in a more proximal position appearing at the level of the endometrial/myometrial junction. On (B)(6) 2021: reason for exam: distended abdomen, tender, past 2 days. Cause impression: no abdominal/pelvic abnormality is identified. [Ultrasound kidney] on (B)(6) 2020: clinical history: back/flank pain left side. Rule out nephrolithiasis. Impression: normal kidneys and urinary bladder. [Ultrasound pelvis] on (B)(6) 2013: indication: bleeding, post coital bleeding. Impression: essure coil can be visualized in left cornua. There is a small echogenic mass in right ovary that may represent a small dermoid cyst. Left ovary is normal in appearance; on (B)(6) 2020: essure in place. On (B)(6) 2020: clinical history: history of essure, check placement. Impression: coils are seen extending from the fallopian tubes into the myometrium bilaterally. The coil on the left is seen to abut the endometrium. The coil on the right is higher placed within the myometrium, at approximately the level of the fundus. A small complex cyst in the left ovary. On (B)(6) 2020: clinical history: history of essure. Recent heavy bleeding, llq burning pain. Impression: no detectable pelvic pathology. Previously seen left ovarian complex cyst has resolved. No new findings.; on (B)(6) 2021: clinical history: patient has an essure device causing chronic pain. New left-sided symptoms noted. Assess for possible migration of the essure. Findings: uterus: no fibroid. Linear echogenic fallopian coils noted bilaterally. Impression: unremarkable pelvic ultrasound study. Bilateral fallopian coils noted in place. [Ultrasound scan] on (B)(6) 2021: essure coils in good position with the left side at the level junction of endometrium and myometrium but not into myometrium. [Ultrasound scan vagina] on (B)(6) 2013: normal uterus with a thin endometrium. The adnexa were visualized. The right ovary had 12 mm echogenic foci which may represent a small dermoid. The left ovary was normal, and there were no other pelvic abnormalities. Patient was completely nontender upon endovaginal scanning of the pelvis. Impression: 2 months after her eschar procedure. Lot number: 975391. Manufacture date: 2012-04. Expiration date: 2015-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: event fallopian tube perforation updated to embedded device. Concomitant drug added: acetaminophen, naproxen, amitriptyline,lorazepam, percocet. Reporter and patient information, medical history, lab data, non drug treatment added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus / painful perforations"), embedded device ("the coil within the left tube appears to be embedded within the endometrium"), pelvic pain ("pelvic pain") and perforation ("inserts perforate various organs") in a 45 year-old female patient who had essure inserted (lot no. 975391) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: drug ineffective ("drug ineffective"). The patient had a medical history of uterine dilation and curettage, yeast infection, dysuria, pain bladder, overweight, myofascial pain syndrome, cystitis interstitial, muscle pain, fibromyalgia, chronic fatigue syndrome, type 1 diabetes mellitus, spontaneous abortion, therapeutic abortion and gravida ii. Previously administered products included: tylenol. Concomitant products included acetaminophen (paracetamol) for pelvic pain since (B)(6) 2013, percocet [oxycodone hydrochloride;paracetamol] for pelvic pain, lorazepam, amitriptyline for insomnia and naproxen. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion medically important), embedded device (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), perforation (seriousness criterion medically important), genital haemorrhage ("excessive bleeding /bleeding and other complications"), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal"), back pain ("back pain"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), pain ("chronic pain"), hypersensitivity ("allergic reaction"), depression ("depression") and autoimmune disorder ("auto-immune reactions"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy. Removal of essure coils. Cystoscopy.). At the time of the report, the embedded device had resolved and the device dislocation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, back pain, headache, fatigue, alopecia, mood altered and hypersensitivity had not resolved. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2020 and the estimated date of delivery was on (B)(6) 2021. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pain, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.814 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: bilateral essure wires are present in the pelvis. Contrast fills the proximal 1 cm of the intramural and proximal isthmic portion of the right tube, at which point the proximal end of the right wire is located and there was no filling of the remainder of the right tube, the proximal tip of the left wire is located in the area of the intramural portion of the left tube and there was no filling of the left tube during the examination, no other abnormality of the uterine cavity arid tubes was seen. Opinion: successful bilateral essure technique. [Pathology test] on (B)(6) 2022: specimen description uterus, cervix, bilateral fallopian tubes clinical information history of essure coils. Diagnosis uterus with cervix, bilateral fallopian tubes: uterine cervix with squamous metaplasia and small nabothian cysts secretory phase endometrium leiomyoma uteri fallopian tubes with coils, not sectioned, gross specimen sent gross description: left fallopian tube (6.5 cm in length by 0.5 cm diameter), right fallopian tube 8.0 cm length by 0.6 cm diameter) the essure coils are identified within both fallopian tubes. The coil within the left tube appears to be embedded within the endometrium. The right and left fallopian tube including coils and involved myometrium and endometrium are removed and sent. [Sleep study] on (b)6) 2016: the patient was suspected to have obstructive sleep apnea. She was on insulin pump. She was also on tecta and ranitidine [ultrasound abdomen] on (B)(6) 2018: clinical history: 40-year-old with history of epigastric abdominal pain findings: there is no free fluid. Impression: no sonographic abnormality.; on (B)(6) 2021: indication: essure placed in 2013 causing discomfort. Query endometrial migration/myometrial migration. Impression: pelvic structures are sub optimally assessed on CT. Essure coils in place, with the left coils in a more proximal position appearing at the level of the endometrial/myometrial junction.; on (B)(6) 2021: reason for exam: distended abdomen, tender, past 2 days. Cause impression: no abdominal/pelvic abnormality is identified. [Ultrasound kidney] on (B)(6) 2020: clinical history: back/flank pain left side. Rule out nephrolithiasis. Impression: normal kidneys and urinary bladder [ultrasound pelvis] on (B)(6) 2013: indication: bleeding, post coital bleeding. G2 a2 impression: essure coil can be visualized in left cornua. There is a small echogenic mass in right ovary that may represent a small dermoid cyst. Left ovary is normal in appearance; on (B)(6) 2020: essure in place.; on (B)(6) 2020: clinical history: history of essure, check placement. Impression: coils are seen extending from the fallopian tubes into the myometrium bilaterally. The coil on the left is seen to abut the endometrium. The coil on the right is higher placed within the myometrium, at approximately the level of the fundus. A small complex cyst in the left ovary.; on (B)(6) 2020: clinical history: history of essure. Recent heavy bleeding, llq burning pain. Impression: no detectable pelvic pathology. Previously seen left ovarian complex cyst has resolved. No new findings.; on (B)(6) 2021: clinical history: patient has an essure device causing chronic pain. New left-sided symptoms noted. Assess for possible migration of the essure. Findings: uterus: no fibroid. Linear echogenic fallopian coils noted bilaterally. Impression: unremarkable pelvic ultrasound study. Bilateral fallopian coils noted in place. [Ultrasound scan] on (B)(6) 2021: essure coils in good position with the left side at the level junction of endometrium and myometrium but not into myometrium. [Ultrasound scan vagina] on (B)(6) 2013: normal uterus with a thin endometrium. The adnexa were visualized. The right ovary had 12 mm echogenic foci which may represent a small dermoid. The left ovary was normal, and there were no other pelvic abnormalities. Patient was completely nontender upon endovaginal scanning of the pelvis. Impression: 2 months after her eschar procedure lot number: 975391 manufacture date: 2012-04 expiration date: 2015-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-apr-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.